Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Continuation of concomitant: d274trk crtd implanted: (B)(6) 2011; 694965 lead implanted: (B)(6) 2007.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the lead was explanted post-mortem and the cause of death was not related to the out of specification finding.